Manufacturer narrative:
Manufacture reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one battery pack. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. No abnormalities were noted within the eeprom. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical adapter and reload were not returned, pmv representative ones were utilized for all functional testing. The subject battery pack was inserted into the powered handle and the powered handle was powered up properly. System calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent, upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a lobectomy, the device stopped firing in the middle. Some staples were not fully formed. The knife was successfully retracted. There was no injury or adverse event reported.